Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the charged coupled device unit cable cover was broken; there was corrosion on the control part, scope connector, and scope connector cover unit due to the leakage; the bending section cover adhesive was broken; the switch box was broken, which led to leakage; the angulation in the up direction was out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was producing incompatible scope error e315 and air could not be inserted during the leakage test. The issue was found during preparation for use for a diagnostic procedure, which was completed without delay with a similar device. There were no reports of patient harm.